Event description:
It was reported that the insertable cardiac monitor (icm) displayed 'monitoring disabled due to device battery at end of service (eos)'. Upon review of the information, technical services found evidence consistent with premature battery depletion. Engineering recommended returning the icm for further analysis. The icm remains in service, and no adverse patient effects have been reported.